Event description:
An endeavor sprint over the wire (otw) drug-eluting stent was implanted in the mid lcx. It is reported that the pt suffered a non-q wave mi one day post index procedure. Post procedure electrocardiography (ECG) shows non-specific troponin changes, no change from pre-procedure. Cardiac enzymes elevated next morning. It is reported that the pt recovered without treatment. Investigator indicated the event was not related to the study stent and probably related to the study procedure.

Manufacturer narrative:
(B)(4): eval results: myocardial infarction.

Manufacturer narrative:
Correction: previously reported mi event occurred on the same day as index procedure not 1 day post index as detailed in previous med watch report.